Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification, heavy tortuosity and 95% stenosis. The 6.5x200 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed; however, the stent elongated and extended into the common femoral and iliac arteries. Therefore the stent was pulled into the long sheath that was already present in the anatomy, and removed from the anatomy. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure and the reported stretched stent were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the heavily calcified, heavily tortuous and 95% stenosed anatomy resulted in the stent to inadvertently elongate and extend into the common femoral and iliac arteries; resulting in the reported stretched sent and the reported activation failure. Manipulation of the compromised device resulted in the noted multiple catheter shaft bends and ultimately resulted in the reported tip material separation/noted inner member/tip lumen separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the device returned and there was a separation. The account stated the separation occurred during removal from the sheath. The device was removed by simple withdrawal through the sheath no additional information was provided.